Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("I have heavy bleeding with clot"), headache ("headaches, bad headaches"), migraine ("migraines"), arthralgia ("right hip pain") and dizziness ("dizziness") and underwent hormone therapy ("hormone therapy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, headache, migraine, arthralgia, hormone therapy and dizziness outcome was unknown. The reporter considered arthralgia, back pain, dizziness, headache, hormone therapy, menorrhagia and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("I have heavy bleeding with clot"), headache ("headaches, bad headaches"), migraine ("migraines"), arthralgia ("right hip pain") and dizziness ("dizziness") and underwent hormone therapy ("hormone therapy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, headache, migraine, arthralgia, hormone therapy and dizziness outcome was unknown. The reporter considered arthralgia, back pain, dizziness, headache, hormone therapy, menorrhagia and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Reporter information, date of insertion, date of removal added. Removal surgery added for event back pain. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.